Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 0001825034-2017-06533.

Manufacturer narrative:
(B)(4). Concomitant medical product: unknown maxim femoral component, cat#: unknown lot#: unknown. Unknown maxim articular surface, cat#: unknown lot#: unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-06652, 0001825034-2017-06653, 0001825034-2017-06654. Remains implanted.

Event description:
It was reported that the patient is being considered for a revision surgery on an unknown date for unknown reasons. Attempts have been made and no further information has been provided.